Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the insulin gauge fill estimate was observed to be inaccurately static despite routine insulin usage. The customer's blood glucose (bg) ranged from 111-120 mg/dl. The customer continued to use the pump for insulin therapy and declined to reload the cartridge.